Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Ultrasound testing revealed that the sensor was inserted too deep. A sensor replacement was offered to the user, however, the user declined to proceed with another insertion. Per case notes, the sensor was removed on (B)(6) 2020. No further investigation was necessary.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user have issues with disconnection throughout the night and when she is working out at the gym. She also mentioned that her sleep is interrupted by multiple no sensor detected alerts. The user has high number of no sensor detected in both when the patient is sitting and lying.